Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
The sheath was flushed, the vascade was inserted to the white marker, the disc was deployed, the sheath was removed, temporary hemostasis was achieved and the key was inserted into the lock. The lock was retracted and it was noticed that the black sleeve was separated into two pieces, the distal black sleeve was retracted manually and the collagen was deployed. The pushrod was used to strip the collagen, manual compression was held, the vascade was deployed and removed from the body no patient injury was reported and final hemostasis was achieved in five minutes.